Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the incision "never completely healed and metal started to show through the incision." It was also reported the patient presented to the clinic with erosion and drainage. The implantable cardioverter defibrillator system was removed and no further patient complications have been reported as a result of this event.